Manufacturer narrative:
It was noted during the review of the manufacturing records that the expiration date of the device is 18 october 2015 and the date of the procedure was (B)(6) 2015. (B)(4).

Event description:
This event occurred in (B)(6). It was reported that during inserting the stent along the wire, the front part of stent was pre-deployed. It was removed and another stent was used to complete the surgery successfully. No injury occurred to patient. The customer experience of premature stent deployment while loading onto the guidewire was confirmed. The returned protégé gps stent delivery system exhibited an exposed and flowered stent half-cell. The root cause of the stent premature deployment during loading appears to be preparation related. The instructions for use instruct to inspect and verify that the locking pin is tight prior to loading onto a guidewire. The locking pin on the returned protégé gps system was loose. Possible contributing factors such as ancillary device interaction and procedural technique could not be evaluated in this investigation. A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event were noted. It was noted during the review that the expiration date of the device is 18 october 2015 and the date of the procedure was (B)(6) 2015.